Event description:
T was reported that air bubbles were observed within the canister. Customer primed the tubing to address the issue. There was no adverse impact on the customer¿s blood glucose level.